Manufacturer narrative:
It was reported that an 86-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar® eco diagnostic ultrasound catheter and a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During an internal review on 8/29/2019, it was noticed that the patient code cardiac perforation was reported in error. Patient required pericardiocentesis as intervention. Therefore, the patient event has been classified as a cardiac tamponade. The correct patient code is cardiac tamponade and has been updated in section h6 of this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4). This event was also reported by the manufacturer under 2029046-2019-03552. Reference: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. No code available was used to represent surgical intervention. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03552 and 2029046-2019-03553 are related to this same incident. Manufacture reference no: (B)(4). This event was also reported by the manufacturer in MDR 2029046-2019-03552. Reference: (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar® eco diagnostic ultrasound catheter and a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade and cardiac perforation requiring pericardiocentesis and surgical intervention. During the mapping phase the patient became hypotensive, and cardiac tamponade was confirmed by ultrasound intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 1100 cc of fluid from the pericardial space. The patient was then transferred to the operating room for cardiothoracic surgery to repair the perforation. Extended hospitalization was required as a result of the adverse event for recovery from surgery. Patient's outcome was fully recovered with no residual effects. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. The physician believed that he had perforated while maneuvering the soundstar catheter (cat # 10439072) in the right ventricle (rv). The cardiac thoracic (CT) surgeon noted a left ventricle (lv) apex perforation during surgery, but the electrophysiologist believed he may have mistaken it for an rv perforation which fits with his theory. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a bayliss transseptal needle. Ablation was performed prior to the cardiac tamponade was confirmed. However, it was performed in a completely different area where the perforation occurred. There was no evidence of steam pop during the ablation. Standard thermocool irrigation settings were used. No error codes were displayed on any bwi equipment.